Event description:
We received an allegation of questionable sodium electrode, potassium electrode, and ion-selective electrode (ise) indirect na-k-cl for gen.2 (chloride) results for 1 patient sample tested on a cobas pro ise analytical unit. Sodium: initial result: 169 mmol/l. Repeat result: 138 mmol/l. Potassium: initial result: 4.8 mmol/l. Repeat result: 3.9 mmol/l. Chloride: initial result: 122 mmol/l. Repeat result: 98 mmol/l. The initial results did not match the patient's previous results, prompting the repeat of the sample in a different cobas pro ise analytical unit. The repeat results were deemed to be correct. No questionable results were reported outside the laboratory.

Manufacturer narrative:
The sodium electrode lot number was feq with an expiration date of 26-sep-2026. The potassium electrode lot number was eyr with an expiration date of 30-aug-2026. The ise indirect na-k-cl for gen.2 (chloride) lot number was fby with an expiration date of 14-jul-2026. The qc was acceptable. The field service engineer (fse) found that the sipper nozzle was partially clogged. He cleaned the dilution vessel and flushed the solenoid valve ise flow path. Ise checks, calibration, and qc were performed, and they were within specifications. The fse then verified that the instrument was performing within specifications. The investigation is ongoing.

Manufacturer narrative:
The calibration from the date of the event was provided, and it was acceptable. The field service engineer (fse) found that the cause of the event was due to a partially clogged sipper nozzle. The instrument was performing within specifications. The service actions performed by the fse resolved the issue. No further issues were reported after the service visit.